Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display was flashing "1/4" while in use. Per the perfusionist, the pump was placed in the "stop" mode for about five seconds and then started up again by pressing the forward switch. He then turned the power to the roller pump off and on. Then the entire display (all pixels) were flashing on and off for a few seconds. The pump displayed "reset" and completed the power on self tests. The display indicated the "1/4" was not flashing. The pump did continue to rotate normally except when stopped and powered off. The device was not changed out, as the pump still functioning properly. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.